Event description:
It was reported that this right atrial (ra) lead had an unspecified allegation of deficiency that led to hospitalization. Additional information was received that the ra lead is pending replacement to resolve the event, but no specific information regarding the alleged deficiency was available. The patient was stable with no additional adverse consequences.